Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump passed the displacement test. The reservoir lock properly no issued found. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.